Manufacturer narrative:
(B)(4). The pump passed the displacement test. Pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did received low battery alert prior to the replace battery alert. Customer stated that this was the second occurrence of replace battery alert with a low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.